Manufacturer narrative:
On site functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. The cause of the issue was determined to be an improper registration technique with the surgeon. Re-education has been performed and the issue has not occurred again. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an unknown procedure. It was reported that there was an inaccuracy of 1-2 cm. It was reported that during a conference call with technical services (ts) theinaccuracy occurred from the beginning of the clinical case, with it showing inaccurate even on the patient's nasion when checking prior to draping. The representative was unable to replicate the inaccuracy using a demo head. The site had not changed their or setup or work flow. The site downgraded to application 1.1 and there has been no word or recurring issues since then. Additional information was received: the representative confirmed that there were two patients that this issue occurred on. The representative also confirmed that the issue was caused by the doctor pushing too hard on the nose during registration, moving the cartilage and causing the inaccuracy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: there was no reported impact to patient outcome. The surgeon proceeded with the case and accounted for the inaccuracies and made several accuracy checks to the patients anatomy.